Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. Prior to the event, the customer got several motor error alarms on the insulin pump. The insulin pump was replaced due to the alarms.